Event description:
Additional information received reported the patient¿s device was removed on 2015-(B)(6) without difficulty.

Event description:
It was reported that there was a gradual loss of stimulation/therapeutic effect. An explant was planned for (B)(6) 2015. An MRI was going to be performed. Impedance testing and reprogramming had been done. Additional information received reported that an MRI needed to be done. The explant was planned for (B)(6) 2015. Follow-up was performed to determine if the cause had been determined, what the reason for the MRI was, if it was related to the device/therapy, and how the patient was doing. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4) implanted: (B)(6) 2007, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4) implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).